Event description:
It was reported that an ilet user experienced repeated alert 41 indicating an insulin shaft rewind error, with the pump not functional despite multiple restarts, and was advised to shut down the device, use backup therapy, and a replacement was arranged. Symptoms included hyperglycemia with a reported peak of 387 mg/dl for over three hours and headache, without ketone testing, professional medical intervention, or hospitalization. Outcomes included temporary interruption of insulin delivery and the need for backup insulin therapy. Investigation included customer troubleshooting and review of device performance based on the reported alarm and behavior. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Investigation of this case revealed a pump malfunction consistent with an internal mechanical or positioning fault in the insulin delivery mechanism that triggered the absolute range/rewind error. It was concluded that the cause was a device malfunction related to the insulin drive system.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.